Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device failed after 2nd shock delivery. It was reported to philips that the alleged failure was observed while the device was in use on a patient. This is being considered a serious injury complaint as after a shock was delivered twice, the defibrillator simply turned off although the battery was fully charged. When restarting, the defibrillator then started in the service mode. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that the device failed after 2nd shock delivery. This is being considered a serious injury complaint as after a shock was delivered twice, the defibrillator simply turned off although the battery was fully charged. When restarting, the defibrillator then started in the service mode. Multiple attempts were made to the customer for information regarding the incident; however, no additional relevant information was received. The device was evaluated by the customer with assistance from the philips representative. It was explained to the customer that the som pca needed to be replaced. The customer ordered a replacement som pca in order to resolve the reported issue. The part is currently unavailable, but will be sent to the customer once it becomes available. The cause of the reported issue is consistent with an som pca failure. The device remains at the customer site and no further investigation related to the resolution of this event is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.